Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with fatigue and the ventricular assist device (vad) exhibited very low flow and low puls atility. The patient's international normalized ratio (inr) was 2.3 and the mean arterial pressure (map) was 70. No therapy had been administered at the time of reporting as the situation had not been understood. The cause of the low flow was being investigated. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125, catalog #: 1125. D9: no, h3:no, h4: mfg date: h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized as the ventricular assist device (vad) exhibited above normal power, high watts and low flow alarms. A computerized tomography (CT) scan revealed possible mediastinitis along the outflow graft. The patient had a history of chest cavity infection and the inr was over 9, and the patient suffered septic shock and multi-organ failure, the patient ultimately passed away.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. Review of the vad (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. A review of the outflow graft¿s device history record was not performed as the lot number was unknown. Log file analysis revealed a decrease in power consumption and estimated flows, with associated decreases in pulsatility, starting on (B)(6) 2025, followed by a sharp increase in power consumption and estimated flows on (B)(6) 2025. Sixty-four (64) low flow alarms were logged since (B)(6) 2025 and three (3) high watt alarms were logged on (B)(6) 2025. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation and the investigation conducted, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Of note, information provided by the site indicated that the patient experienced septic shock and multi-organ failure and subsequently expired. Per the instructions for use, infection, sepsis, multi-organ failure, thrombus and death are known potential complications associated with the implantation of a vad. Information provided by the site indicated that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.